Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported that customer had a no delivery alarm after changing infusion set on the insulin pump. The customer's blood glucose level was 438 mg/dl. The customer was treated with syringes. The troubleshooting was performed. The customer husband was advised to monitor wife blood glucose level and if problem continues he will contact the doctor and medtronic to see if its insulin pump issue or not.